Event description:
Pt developed keloid scarring on neck following her 2nd laser treatment with the cynosure vstar. She was treated with the cynosure vstar. She was treated once previously in 2008, with no complications. The same settings -6.1 j/cm2 in 2009, and 6.0 j/cm2 in 2008-, cooling, technique and post-treatment skin care used for the 2008 treatment were used for the 2009 treatment. Have been unable to determine a clinical or procedural explanation for the different outcome of the 2nd treatment. Other pts were treated the same day, with the same laser with good outcome. Concerned that there may be an intermittent problem with the laser causing it to randomly fire more intensely despite no change in settings.